Event description:
The guide pin was "checked" onto the end of the drill and utilized for a tunnel prep. The reamer was then introduced over the guide pin. The reamer was removed, the surgical tech noticed that the end was used to visualize the pt femur. The piece remained in the pt.